Event description:
It was reported to philips that the system did not boot up, it was stuck at 0:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer inspected the system onsite and confirmed the reported malfunction. After reviewing log file, it is found that grabber card errors. Upon troubleshooting, fse found that flex vision pc was defective. The frame grabber captures the video from the system. To resolve the problem fse replaced the flex vision pc and return the part for further analysis, and it found that the failed component was frame grabber card. Due to manufacturing issues, the frame grabber card may not function as intended, leading to issues with the system's flex vision pc. To resolve the problem philips has initiated a medical device correction (z-1144-2024). The codes were updated based on the investigation outcome.